Event description:
It was reported that there was an unusual drop in the right ventricular (rv) lead pacing impedance, noise was observed, and threshold had decreased. The lead is still in use. No patient complication have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - impedance/resistance decrease. Weekly pace lead impedance trend data shows a gradual decrease for max and min ventricular impedance = 380 to 266 ohms range between (B)(6) 2010 and (B)(6) 2012.